Event description:
Initial result for a patient glucose was 374 mg/dl. When repeated, the result was 138 mg/dl. The field service representative repaired the instrument by replacing the pipette module valve.